Manufacturer narrative:
One (1) used spectrum autopass needle was returned to conmed for evaluation on 18-oct-2016. Visual examination found the tip of the need was broken off and the tiny broken tip was not returned. In this instance, the root cause of the reported needle breakage was unable to be determined. This lot with the (B)(4) was manufactured on 20-jan-2016. Of the lot containing (B)(4) units, there has been only one other similar complaint received for this item and lot number combination. A 2-year review of complaint history shows there have been a total of 38 reports of tip breakage including this one. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable per new product quality engineer monitoring. The needle shaft and blade are made of (B)(4). A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Manufacturer narrative:
As reported, the product is expected to be returned for evaluation. However, as of this filing, the "used" suture passer needle has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The user facility reported that during use of the spectrum autopass suture needle with a spectrum autopass suture passer in a shoulder arthroscopy procedure on (B)(6) 2016, the tip of the needle broke off. The procedure was otherwise completed with no further complications or serious injury to the patient. This report is raised on the basis of potential for patient injury with recurrence.